Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Right venous access was obtained, and a full dose of heparin was administered prior to trans-septal puncture (tsp). Tsp was completed and the wire was placed in the pulmonary vein. The dilator and access sheath were removed, and the watchman fxd curve access system (was) was advanced. A pigtail catheter was placed in the laa. The left atrial pressure was obtained and a 27mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa. The activated clotting time (act) was 212 seconds and additional heparin was administered. The 27mm wds was deployed and recaptured several times. After the last recapture, the physician performed a tug test and final assessment of the closure device was being performed; however, there were concerns of a leak and additional time was spent assessing flow around the device. As this was being done, a small, mobile, thrombus was observed on the threaded insert of the closure device. The wds was fully recaptured and removed from the patient along with the was. The wds was examined upon removal and the thrombus was located. The was was thoroughly flushed and re-inserted. A 31mm wds was prepared. Additional heparin was administered and the 31mm closure device was successfully implanted with no further thrombus. The patient underwent neurological checks upon waking and was discharged home.